Manufacturer narrative:
Submit date: (B)(6) 2016. A lot number was not provided therefor a device history record (DHR) review could not be performed. A mahurkar triple lumen catheter was received inside a generic plastic bag that presented signs of use (remains of blood). There was also tape around the venous extension. A visual inspection was performed and a pinhole was found on the venous extension. The returned sample was subjected to underwater testing where bubbles were detected coming out of extension of catheter from the lumen which corresponds to the venous extension. Based on the available information, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for the reported amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions as per product specification, therefore the most probable root cause could occur during use caused due to the use of sharp objects, repeated clamping or other similar damage as described in the instructions for use. The evidence provided is enough to discard the manufacturing process as a potential cause. It must be noted that in-process controls such as training personnel on the incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per specifications, manufacturing performed a 100% of leak test at the final stage of production, which would identify this issue in the catheter assembly prior to use. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that a tlc was placed in a patient. Before dialysis treatment, the nurse allegedly saw saline drip from lumen extension when pressurized. The patient was sent back to ir to have the catheter replaced.